Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing and no moisture damage was noted on the electronic assembly or motor. The insulin pump had a cracked case at a display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the morning of the phone call the insulin pump reset itself and alarmed button error. The customer stated that prior to the error alarm they had low blood glucose and sweated a lot. The customer's blood glucose at the time of the phone call was 140 mg/dl. The discontinuation of the device was advised. Nothing further was reported.